Event description:
It was reported that the insulin pump vibrated, but nothing was showing on the screen. The alarm history was reviewed and found several no delivery alarms. It was stated that the customer changed the infusion set and reservoir and noticed wetness inside the reservoir compartment. Instructed the caller to disconnect and to remove the reservoir from the insulin pump, and the reservoir chamber was wet. The customer's blood glucose was 25.2mmol/l. It was stated that the customer believes that the leaks may have been from previous reservoir. Assisted the caller to perform the self test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.